Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin was excessively giving no delivery alarm. Customer¿s blood glucose level was 515mg/dl. Customer reported that the alarm occurred last night in the middle of the night although her reservoir is filled with insulin. Insulin pump will not be returned for analysis.